Event description:
It was reported, the pt had discomfort due to the ipg location. In addition, the pt had received a low battery flag. The physician decided to replace the ipg. It was reported, the pt received effective coverage postoperative, and the new ipg position was more comfortable to the pt.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.